Event description:
The customer reported the red button on the infernal paddles is coming off. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the red button on the internal paddles is coming off. There was no reported adverse pt impact. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.